Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v403349, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that after replacement therapy had helped, but the patient had not had a significant improvement. He had urinary in continence, incomplete emptying of the bladder, and a history of adenocarcinoma of the prostate. He was at the hcp's (healthcare provider) office on (B)(6) 2014 to reevaluate his bladder with cystoscopy. It revealed a membranous urethral stricture and with some steady pressure the hcp was able to advance the scope beyond the stricture. The prosthetic fossa was opened and the patient had a 100 cc post void residual. The hcp did not think that the patient's symptoms could be improved on any further. The patient was told to continue "time voiding" and to keep the stimulator on, following up with the hcp on a yearly basis. The device was not explanted and the patient recovered without permanent impairment. The patient was diagnosed with gastrointestinal/ pelvic floor.